Event description:
It was reported to boston scientific corporation on january 04, 2021 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the hot axios device would not advance completely through the scope. Reportedly, the procedure was not completed and was rescheduled. No patient complications were reported as a result of this event. ***additional information received on january 26, 2021 and february 08, 2021*** it was reported that the hot axios stent was to be implanted in a transgastric position. After the axios was unable to advance through the scope, a double pigtail stent was implanted to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received fully covered by the outer sheath and undeployed. The delivery system was received in original position. Visual examination of the returned device found the outer sheath was kinked near the luer. No other issues with the stent and delivery system were noted. The investigation concluded that the observed failure of outer sheath kinked was likely due to factors encountered during the procedure. It may be that the technique used by the physician during the insertion of the device, limited the performance of the device and contributed to the outer sheath kinked. The reported event of device difficult to advance could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as there is no confirmation on what the customer indicated. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on january 04, 2021 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the hot axios device would not advance completely through the scope. Reportedly, the procedure was not completed and was rescheduled. No patient complications were reported as a result of this event. ***additional information received on january 26, 2021 and february 08, 2021*** it was reported that the hot axios stent was to be implanted in a transgastric position. After the axios was unable to advance through the scope, a double pigtail stent was implanted to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Blocks b5, d7a, e1 (initial reporter address 1, city and province), h6 medical device problem code and h8 have been updated with the additional information received on january 26, 2021 and february 08, 2021. Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 04, 2021 that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the hot axios device would not advance completely through the scope. Reportedly, the procedure was not completed and was rescheduled. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.